Manufacturer narrative:
The following components have been reported as involved in this event: code 1304.15.170 smr cementless finned stem lot# 1315173, code 1322.09.440 smr humeral head ø44 mm lot# 1403318, code 1322.09.480 smr humeral head ø48 mm lot# 1403084, code 1330.15.270 neutral adaptor taper standard lot# 1403542, code 1350.15.010 smr trauma hum. Body # medium lot# 1404024, code 1350.15.030 smr trauma hum. Body # short lot# 1309183. From the information provided, it is unclear which one of the two humeral heads and which one of the two humeral bodies had been actually implanted during previous surgery. We checked therefore the sterilizations charts of all the components mentioned without finding any anomaly: all these components had been correctly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
First stage shoulder revision surgery due to infection performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2014. During revision surgery all components were removed and spacer was inserted. Event happened in (B)(6).

Manufacturer narrative:
Check of sterilization charts: the following components have been reported as potentially implanted during the previous surgery dated 15th of july 2014: - 1304.15.170 smr cementless finned stem lot# 1315173. - 1322.09.440 smr humeral head ø44 mm lot# 1403318. - 1322.09.480 smr humeral head ø48 mm lot# 1403084. - 1330.15.270 neutral adaptor taper standard lot# 1403542. - 1350.15.010 smr trauma hum. Body # medium lot# 1404024. - 1350.15.030 smr trauma hum. Body # short lot# 1309183. Unfortunately, from the few information provided, it was unclear which were the humeral head and the humeral body actually implanted during previous surgery (two codes and two different lot numbers provided as for the humeral head as for the humeral body). We checked therefore the sterilizations charts of all the components mentioned without finding any anomaly: the overall number of components had been correctly sterilized before being placed on the market. Explants analysis: no explants available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy. X-rays analysis: we received only one x-ray referring to pre-op revision (exact date unknown). Following, our medical consultant's comment about the x-ray received: "we have only an ap shoulder girdle plain x-ray to view so the assessment is limited and can only be speculation. There is a well fixed cementless hemiarthroplasty with no remarkable features of the stem and humeral body other than the humeral is too high and also too large. I suspect the primary pathology was osteopathic arthropathy (osteoarthritis versus cuff tear arthropathy). The humeral head size and position will affect the clinical result but would not materially influence the potential for infection. In summary there is no prosthesis related element in the cause of the infection" with the only few info available, no deeper investigation on this case is possible. We cannot go back with certainty to the root cause of the event but based on the investigation performed, this is not a product related case. Even if a poor primary size/positioning of the implant ("humeral head placed too high and also too large") was noticed by the x-ray analysis, this is not the likely cause for the infection reported. Pms data: we are aware of a total of 9 infection cases involving a smr anatomic hemi on a total of more than 19000 smr hemi prosthesis implants performed ww since 2002. Specific infection rate= 0.047%. All the cases investigate were not product-related. No corrective action for this specific case. Limacorporate will continue monitoring the market.

Event description:
First stage shoulder revision surgery due to infection performed on (B)(6) 2018. According to the info reported, during the previous surgery performed on 15th of july 2014, a smr anatomic hemi with a trauma humeral body was implanted. During the first stage revision surgery all the components previously implanted were removed and antibiotics were given to clear the infection. At today, no info received about a second stage revision surgery and final components implanted. Event happened in australia.